Event description:
It was reported that the pump was hot to the touch, and there was corrosion in the battery compartment.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation found that pump powers up properly and the power circuit does not draw excessive current. The battery compartment contained evidence of moisture and corrosion around the battery contact terminal. The pump was found to re-boot during investigation due to corrosion causing poor battery connection. The complaint of overheating was not duplicated.